Event description:
Follow-up revealed a replacement ipg was implanted on (B)(6) 2019. Therapy was restored post-op.

Event description:
It was reported the patient stopped recharging their ipg as recommended. In turn, their ipg became inoperable over time. As a result, the patient's ipg was explanted. Implant of the replacement ipg remains pending.